Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty during clip deployment and because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that the patient, with mixed etiology mitral regurgitation, underwent a procedure to treat mitral regurgitation of grade 4+. There was a leaflet prolapse noted at the anterior 2 segment of the leaflet and the posterior leaflet was noted to be restricted. The physician positioned the clip to deploy medial to the anterior 2/posterior 2 leaflet segment and began deployment. The actuator knob was turned 8 times counterclockwise. No resistance was noted and the dc fastener was released. The actuator knob was retracted, and pulled out further than expected and the inner rod was seen. The physician tried to deploy the clip, but it was difficult. The steerable guide catheter handle was torqued posteriorly to release some tension on the cds and the clip was deployed. The mitral regurgitation (mr) was reduced to 3-4; however, it was noted that the clip detached from the posterior leaflet, remaining attached to the anterior leaflet (single leaflet device attachment/slda) and the mr grade went back to 4+. Due to the slda, two additional clips were implanted without difficulties and the mr was reduced to 2+. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. Due to the condition of the returned device, the reported difficulty deploying the clip could not be replicated in a testing environment. The reported device operates differently than expected (exposed actuator mandrel) was confirmed. All available information was investigated the investigation concluded that the difficult deployment was related to procedural conditions, and the device operates differently than expected (exposed actuator mandrel) was related to user technique. The reported slda could not be replicated in a testing environment as it was related to patient/procedural conditions; however, the slda was determined to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).